Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. The patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed to resolve the issue. There were no consequences to the patient.